Manufacturer narrative:
Device evaluated by manufacturer: a tug test and a connect/disconnect test were conducted on the rotalink plus unit to evaluate the integrity of the device's handshake connection. No issues were noted. An attempt was made to load a guide wire through the burr unit using a test guidewire. Resistance was met in the annulus of the burr. The burr was microscopically examined and the burr annulus was mis-shapen. A scratch test was performed to confirm the returned burrs cutting action, and it was determined that the burrs cutting action was acceptable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as 2134265-2011-04965 and 2134265-2011-04966. It was reported that during a rotational atherectomy procedure, a guide wire fracture occurred. The 99% stenosed lesion was located in a moderately tortuous and severely calcified proximal left anterior descending (lad) artery. Two ablation passes were performed successfully with a 1.25mm rotalink plus unit and a 330cm rotawire floppy guide wire and then the burr was removed from the body. The decision was made to go back in with the 1.25mm rotalink plus, so a rotational speed test was performed on the burr catheter outside the body. During this process, the rotawire floppy guide wire became fractured outside the body. The fractured wire was exchanged for a new 330cm rotawire extra support guide wire, and a rotational speed test was performed. This rotawire guide wire also became fractured outside the patient's body. The procedure was then completed with a 1.5mm rotalink plus and a new 330cm rotawire floppy guide wire. No patient complications were reported and the patient's status is good.

Event description:
Same case as 2134265-2011-04965 and 2134265-2011-04966. It was reported that during a rotational atherectomy procedure, a guide wire fracture occurred. The 99% stenosed lesion was located in a moderately tortuous and severely calcified proximal left anterior descending (lad) artery. Two ablation passes were performed successfully with a 1.25mm rotalink plus unit and a 330cm rotawire floppy guide wire and then the burr was removed from the body. The decision was made to go back in with the 1.25mm rotalink plus, so a rotational speed test was performed on the burr catheter outside the body. During this process, the rotawire floppy guide wire became fractured outside the body. The fractured wire was exchanged for a new 330cm rotawire extra support guide wire, and a rotational speed test was performed. This rotawire guide wire also became fractured outside the patient's body. The procedure was then completed with a 1.5mm rotalink plus and a new 330cm rotawire floppy guide wire. No patient complications were reported and the patient's status is good.